Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the video connector unit is not properly fixed due to the loose latch, causing a communication error and no image. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was evaluated, and customer allegation flickering image was confirmed. Upon inspection and testing of the unit, there was a loose latch on the video connector and corroded pins causing a flickering image. The video input/output signals and images were present. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported that there was no image, then the image was ¿cutting in and out¿ while using evis exera iii video system monitor. The physician completed the unspecified therapeutic procedure without delay, with the same device, while looking at a monitor connected to the computer. The patient¿s anesthesia was not prolonged. There were no reports of patient harm.